Event description:
It was reported that a recent remote alert was declared, indicating low r-wave amplitude measurements from this right ventricular (rv) lead. Upon data review, it was determined that the r-wave measurements had been low since the implant procedure, approximately 1.5 years ago, and the physician suspected rv lead dislodgement. The physician was considered that the alert for the r-wave measurement had not been previously transmitted, which left the patient susceptible to under-detection and/or conversion difficulties when treating arrhythmias. Boston scientific technical services (ts) was contacted and discussed that all alerts regarding intrinsic amplitude measurements had been unchecked and that was the cause of the missing alerts. Therefore, the r-wave amplitude measurement alert had not been declared by the device, which was confirmed as no alerts had been recorded by the device since implant. Additionally, the remote scheduled follow-ups had been changed to 'manual', rather than 'automatic' - which meant that the remote alerts were not being sent automatically. Ts strongly recommended changing these parameters. The physician is considered a rv lead revision procedure or switching to a subcutaneous implantable system. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct e1 (initial reporter country).

Event description:
It was reported that a recent remote alert was declared, indicating low r-wave amplitude measurements from this right ventricular (rv) lead. Upon data review, it was determined that the r-wave measurements had been low since the implant procedure, approximately 1.5 years ago, and the physician suspected rv lead dislodgement. The physician was considered that the alert for the r-wave measurement had not been previously transmitted, which left the patient susceptible to under-detection and/or conversion difficulties when treating arrhythmias. Boston scientific technical services (ts) was contacted and discussed that all alerts regarding intrinsic amplitude measurements had been unchecked and that was the cause of the missing alerts. Therefore, the r-wave amplitude measurement alert had not been declared by the device, which was confirmed as no alerts had been recorded by the device since implant. Additionally, the remote scheduled follow-ups had been changed to 'manual', rather than 'automatic' - which meant that the remote alerts were not being sent automatically. Ts strongly recommended changing these parameters. The physician is considered a rv lead revision procedure or switching to a subcutaneous implantable system. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct e1 (initial reporter country). This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description).

Event description:
It was reported that a recent remote alert was declared, indicating low r-wave amplitude measurements from this right ventricular (rv) lead. Upon data review, it was determined that the r-wave measurements had been low since the implant procedure, approximately 1.5 years ago, and the physician suspected rv lead dislodgement. The physician was considered that the alert for the r-wave measurement had not been previously transmitted, which left the patient susceptible to under-detection and/or conversion difficulties when treating arrhythmias. Boston scientific technical services (ts) was contacted and discussed that all alerts regarding intrinsic amplitude measurements had been unchecked and that was the cause of the missing alerts. Therefore, the r-wave amplitude measurement alert had not been declared by the device, which was confirmed as no alerts had been recorded by the device since implant. Additionally, the remote scheduled follow-ups had been changed to 'manual', rather than 'automatic' - which meant that the remote alerts were not being sent automatically. Ts strongly recommended changing these parameters, which was subsequently performed. Recently, the rv lead was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. The lead was discarded and will not be returned for evaluation.

Manufacturer narrative:
This report is being sent to correct e1 (initial reporter country). This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that a recent remote alert was declared, indicating low r-wave amplitude measurements from this right ventricular (rv) lead. Upon data review, it was determined that the r-wave measurements had been low since the implant procedure, approximately 1.5 years ago, and the physician suspected rv lead dislodgement. The physician was considered that the alert for the r-wave measurement had not been previously transmitted, which left the patient susceptible to under-detection and/or conversion difficulties when treating arrhythmias. Boston scientific technical services (ts) was contacted and discussed that all alerts regarding intrinsic amplitude measurements had been unchecked and that was the cause of the missing alerts. Therefore, the r-wave amplitude measurement alert had not been declared by the device, which was confirmed as no alerts had been recorded by the device since implant. Additionally, the remote scheduled follow-ups had been changed to 'manual', rather than 'automatic' - which meant that the remote alerts were not being sent automatically. Ts strongly recommended changing these parameters, which was subsequently performed. Recently, the rv lead was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. It is currently unknown if the rv lead will be returned for analysis.